Manufacturer narrative:
(B)(4). Subject device is not available.

Event description:
The article provided patient outcome(s) for stent assisted coil embolization of unruptured middle cerebral artery (mca) aneurysms. Twenty three patients undergoing stent assisted coil embolization utilizing the neuroform stent from 2004 to 2009 were identified. There were four procedural complications; three ischemic events and one hemorrhage. One patient required retreatment. Ischemic event 2: it was reported that in one patient, on control angiography, a thrombus at the base of the coil mass was visualized and treated with abciximab 0.25 mg/kg intra- venous bolus and intra-arterial tissue plaminogen activator 5 mg, with partial resolution but did not lead to a stroke either clinically or radiographically.

Manufacturer narrative:
The device history record (DHR) could not be reviewed because the lot number was not reported. The subject device was not returned for analysis, therefore physical and functional evaluations could not be performed. However, the reported patient thrombosis and medical intervention are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Based on the information available, an assignable cause of known inherent risk of procedure was assigned to this event.

Event description:
The article provided patient outcome(s) for stent assisted coil embolization of unruptured middle cerebral artery (mca) aneurysms. 23 patients undergoing stent assisted coil embolization utilizing the neuroform stent from 2004 to 2009 were identified. There were four procedural complications; three ischemic events and one hemorrhage. One patient required retreatment. Ischemic event 2: it was reported that in one patient, on control angiography, a thrombus at the base of the coil mass was visualized and treated with abciximab 0.25 mg/kg intra- venous bolus and intra-arterial tissue plaminogen activator 5 mg, with partial resolution but did not lead to a stroke either clinically or radiographically.